Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was further reported the patient underwent a revision procedure due to polyethylene wear.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised five months after implantation due to unknown reasons. Poly swap was performed. Replacement bearing and tibial locking bar were implanted.

Manufacturer narrative:
(B)(4). Medical product: vanguard femoral distal augment cat#: 184204, lot#: 747090. Vanguard series-standard patella cat #: 184764, lot#: 986750. Vanguard femoral- rl/lm cat #: 184184, lot#: 046490. Biomet splined knee stem v2 with screw cat #: 148321, lot#: 661140. Biomet modular tibial augmentation block cat #: 141763, lot#: 222670. Biomet modular tibial augmentation block cat #: 141763, lot#: 222670. Vanguard ssk femoral component cat #: 183304, lot#: 220670. Biomet offset tibial tray cat #: 141483, lot#: 482440. Biomet offset tibial tray cat #: 141491, lot#: 221940. Biomet splined knee stem v2 cat#: 148308, lot#: 978960. Ultra drive 120mm tip extender cat#: 148308, lot#: 978960. Ultra-drive 9.5 short osteotom cat#: 423880, lot#: 808270. Ultra-drive 9.5 short osteotom cat#: 423880, lot#: 123790. Thin osteotome blade 8mm cat#: 430052, lot#: 420320. Jgrknt 2.9mm #2 blue mb sngl cat#: 912029, lot#: p04077. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised five months after initial knee procedure, only bearing was replaced due to unknown reasons.